Manufacturer narrative:
Caller did not provide product information for aviva system 2.

Event description:
Customer reportedly received results of over 400 mg/dl on aviva system 1 and 100 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.